Event description:
Related manufacturer reference number 1627487-2022-02364. It was reported that patient experienced ineffective therapy. X-rays showed that both leads had migrated. Surgical intervention was undertaken wherein both leads were explanted. Additional surgical intervention may take place to resolve the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete device information.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received identified that surgical intervention was undertaken on (B)(6) 2022 wherein a paddle lead was implanted to address the issue.